Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 30039780l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant product: smart touch bidirectional sf, us catalog #: d134805, lot #: unknown. Non biosense webster, inc. - st. Jude medical brk-xs transseptal needle. Cordis 9fr sheath, us catalog #: unknown, lot #: unknown. Lasso catheter, us catalog #: unknown, lot #: unknown. Carto 3 system, us catalog #: unknown, serial #: unknown. (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring surgical intervention. During the procedure, force sensor error (error number unknown) was displayed on the carto 3 system. The catheter was re-zeroed unsuccessfully. The cables were replaced with no resolution. The catheter was replaced with a thermocool® smart touch® sf bi-directional navigation catheter/ us catalog #: d134805/ lot #: 30039780l) and the issue resolved. At the end of the procedure, a small pericardial effusion was noticed near the ventricles. The effusion got a little bigger and a cardiac tamponade was confirmed by intracardiac echo (ice). The patient was transferred to the operating room (or). A pericardial window surgery was performed and 400 cc¿s of fluid were drained. It is unknown if extended hospitalization was required as a result of the adverse event. The patient was reported to be in stable condition, up and talking in the recovery post-pericardial window surgery. Physician¿s causality opinion is unknown. Transseptal puncture was performed with a st. Jude medical brk-xs transseptal needle and a cordis 9fr sheath. Generator was set in power control mode at 20 watts posterior and 30 watts anterior. The power did not titrate during the procedure. The overall time for ablation was of 34 minutes during entire procedure. The catheter irrigation flow was set at 8 ml/min in low flow and 15 ml/min in high flow (smart touch sf catheter default settings). The patient received anticoagulant (unspecified) during the procedure with an activated clotting time (act) of 300-400 seconds. This catheter had a force sensor error and did not zero to begin with. There¿s no information regarding the shaft proximity interference (spi) value. The thermocool® smart touch® sf bi-directional navigation catheter was in close proximity with the ultrasound, coronary sinus and lasso catheter at varying points in the procedure. The catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. The catheter was warmed up before zeroing and it may have re-zeroed once. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. The force issue was assessed as not reportable as it is highly detectable by the user. The potential risk that it could cause or contribute to a death or serious deterioration in state of health is remote.

Manufacturer narrative:
The biosense webster inc. Failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Originally the reportable ablation catheter (thermocool® smart touch® sf bi-directional navigation catheter) lot number reported was ¿30039780l¿ and the concomitant (thermocool® smart touch® sf bi-directional navigation catheter) lot number was reported as ¿unknown¿. Clarification was received on (B)(6) 2018 that the lot number for the reportable ablation catheter is ¿unknown¿and the lot number for the concomitant product of the thermocool® smart touch® sf bi-directional navigation catheter is 30039780l. Therefore, lot field, expiration date and device manufacture date are now blank as the reportable ablation catheter lot number is unknown. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. In addition, there is a correction to follow-up #1 as it was reported that the reportable product with the lot number of 30039780l was received on (B)(6) 2018. Per the clarification received, this is the concomitant product. Since the reportable product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Manufacturer¿s reference number: (B)(4).